Event description:
This medwatch report was initiated upon the evaluation results of the returned device. It was initially reported to boston scientific corporation in 2007, that during the placement of an ultraflex stent system (patient age and gender unk), the stent suture started to unravel and the "stent would not deploy." The device was removed from the patient and the patient's condition was reported as "ok." Upon receipt of the device, a visual examination revealed that the stent loops were partially deployed.

Manufacturer narrative:
Visual examination of the returned device noted that the distal loops of the stent were partially deployed. A function evaluation revealed that there was slight resistance when retracting the suture, however, the stent was able to be fully deployed. The complaint can not be confirmed. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.